Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a medication grayed out message. The technical support specialist investigated the issue and confirmed that the setup for the specified medication was correct. The technical support specialist advised the customer to follow the reloading steps to resolve the issue. Proceed to close the case after 3 strike rule. Case was closed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary had medication grayed out message "not available, one or more items not in formulary, cannot remove", when user tries to remove the medication. Reported that the medication in question is loaded in the pyxis, and it syncs correctly in their epic system. There were no adverse events or injuries reported based on this incident.